Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 50 mg/dl. Customer had low blood glucose at 60 mg/dl and treated with food and insulin pump, the blood glucose raises to 267 mg/dl. Customer¿s current blood glucose was 300 mg/dl. Customer declined troubleshoot for high and low blood glucose level. The insulin pump will not be returned for analysis.